Manufacturer narrative:
The unit passed the full functional test including the displacement test, rewind, prime and seating test, basic occlusion test, force sensor test, sleep current measurement, and active current measurement within specifications. The low battery alarm was confirmed in the format history file. The power management parameters graph confirmed that the power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with a scratched case and pillowed keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's battery life was short. It lasted only ten days. The customer's blood glucose level was unknown. No further details were given. The device was returned for analysis.